Event description:
During a permanent implant procedure, the pt experienced pain in the foot and leg. The procedure was aborted, and the leads were explanted. The surgeon has decided to treat the pt with epidural injections.